Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the IV tubing of a clearlink system continu-flo solution set was observed cracked. This was observed before use. There was no patient involvement. No additional information is available.